Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was initially reported the patient was still doing poorly after treatment. It was stated they were also doing poorly to begin with and that is why they had the treatment. Follow up information received from the healthcare professional (hcp) reported that the cause of the issue was an infection. The intervention of removal of the patient¿s implantable neurostimulator (ins) system was noted. It was also reported that the patient did not experience 50% or greater symptom relief. The patient outcome was reported as ¿poor response.¿ if additional information is received, a follow up report will be sent.